Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. On (B)(6) 2024, the patient started trembling and had dizziness and could not move her body. The cgm was not showing any readings and there were no alerts due to signal loss. A blood glucose fingerstick was taken and it was 32 mg/dl. The patient called her spouse and he injected her with medication that was prescribed to her to increase her blood sugar (name of medication unknown). The patient decided to go to the hospital. At the hospital, the doctor checked a bg and it was 55 mg/dl while the cgm was still in signal loss. The patient was diagnosed with hypoglycemia and was in the hospital for 3 hours and then discharged. At the time of the report, the patient was doing better. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.